Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6943-65 lead, implanted: (B)(6) 1999; 419378 lead, implanted :(B)(6) 2004; 6937a-65 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of atrial flutter waves. The lead remains in use. No patient complications have been reported as a result of this event.